Event description:
It was reported that the multifocal intraocular lens was explanted 1 month after implant. Reason stated was the patient's inability to adapt to near vision. No patient injury or complications.

Manufacturer narrative:
The lens was received cut in pieces precluding diopter measurement. A review of the manufacturing records showed it met all specifications. A visual inspection of the optic parts took place and no optical deviations could be found. The diopter measurement records from this particular lens was reviewed and showed to be within specifications. This is in compliance with the labeled dioptric power 14.5 diopter of this lot number. No similar complaints were received for the remaining lenses in this production order. The manufacturer's implant database was reviewed and confirmed the original multifocal lens implant was replaced with a monofocal lens. Our investigation identified no product deficiencies suggesting this event was not caused by the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.